Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the customer was instructed to call back if the malfunction code recurred. The customer acknowledged and understood the instructions and was able to continue using the pump.